Manufacturer narrative:
The reported event occurred on a cobas e 602 analyzer with serial number: (B)(6). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. The patient sample was tested during the investigation, and the elecsys anti-hcv ii assay result was confirmed as reactive. An additional 2 different blots testing produced indeterminate results during the investigation. The root cause was attributed to a sample-specific discrepancy, likely due to the detection of residual antibodies to hcv in an individual who had cleared the virus.

Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the elecsys anti-hcv ii assay on the cobas e 602 module. On (B)(6) 2024, the elecsys anti-hcv ii assay generated a reactive result of 119.5 coi for the patient sample. No flags or alarms were reported, and the sample was not diluted. Subsequent genomic testing produced an indeterminate result with an ns3 band. Testing with the abbott anti-hcv assay on the architect I 1000sr at two different hospitals yielded negative results. Rna testing for hcv using the cobas e 5800 system also produced a negative result. The patient was identified as a dialysis patient with no clinical evidence or history of a hepatitis c infection.